Event description:
It was reported by a family member that the patient with a cardiac resynchronization therapy defibrillator (crt-d) died. Information was identified in the indicating, the patient died approximately eight months post implant of the crt-d system approximately three years ago. A cause of death was requested and not received. Follow up revealed that the patient had an atrial-ventricular shunt procedure done one week prior to death. The device was interrogated and revealed normal function.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.